Event description:
They found a 1/2 cc syringe mixed in a carton marked 3/0 cc. They didn't notice and filled the syringe to capacity. Injected insulin caused a glucose level decrease and they needed to be hospitalized.